Event description:
It is reported that the pt fell 6 months ago and experienced left knee pain. The pt was then revised due to pain, loosening, osteolysis, and wear.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.